Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one sample in used condition without its original packaging was returned for investigation. No unusual conditions were found under visual inspection. Functional testing could not confirm or duplicate the complaint. No root cause could be determined since the complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken since the complaint was not confirmed.

Event description:
It was reported that a patient was intubated then extubated due to a defect of the device balloon. Leakage was detected at the control cuff. A tube change was necessary. No injury to patient. The patient did not receive medical treatment afterwards.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.